Event description:
It was reported that a month after a routine device change out, the patient developed an infection with (B)(6) bacteremia. The implantable cardiac defibrillator (ICD) and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 419388 implantable pacing lead (B)(6) 2008, 694765 implantable tachy lead (B)(6) 2008, dtbb1d1 implantable cardioverter defibrillator (B)(6) 2013.(B)(4).